Event description:
Patient's ldh range is 100 - 200. Inr goal of 1.2 to 1.5 due to repeated gi bleeds. On (B)(6)2017 clinic visit with ldh 934, pt notified. Patient admitted 06/30 for possible lvad thrombus. On (B)(6) CT negative for outflow or inflow thrombus. Heparin started. Pt with noted speed drops with increases in power and flows causing multiple pi events. On (B)(6) lvad ramp study concerning for inadequate lv unloading with speed changes. Na bicarb started. Flows increased to 12 and powers 10 with multiple suction events. On (B)(6) pt now with hemolysis. On (B)(6) lvad exchanged, strands of fibrin noted within the pump.